Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving multiple inappropriate high voltage therapies due to lead dislodgment. Varied r-wave sensing amplitude and increased pacing lead impedance were observed. Lead repositioning was not possible as the helix would not extend. The lead was instead explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.